Event description:
During a routine post-generator replacement surgery office visit on (B)(6) 2012, it was reported that an error message was received on both the normal mode and system test diagnostics. The error message read, ''programmed current is possibly not being delivered at the specified level (possibly limited by batter voltage, lead impendence or other reason reprogram the pulse generator to a lower output current and wider pulse width.'' Diagnostics following generator replacement surgery on (B)(6) 2012 showed okay results, per the company representative who was at the generator replacement surgery. The patient had a chest x-ray which reportedly did not show any obvious lead discontinuity. The patient was being referred back to neurosurgery, but the patient's caregiver is not ready to schedule replacement surgery yet, per the surgery scheduler. It is unknown if the patient's device was disabled. In addition, attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received which revealed that the first time high impedance was observed was on (B)(6) 2012, during a systems diagnostics test. No additional information has been provided. Although surgery is likely, it has not occurred to date. The implant card for the patient's generator replacement surgery on (B)(6) 2012, revealed that the lead impedance was okay at that time.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report did not include the date of generator replacement surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient had generator replacement surgery on (B)(6) 2012. Additional information was attained which revealed that a copy of the x-rays will not be provided to the manufacturer for review. No trauma or manipulation was reported that may have contributed to the high impedance. The patient had a surgery consult, but the patient's caregiver is unsure if she wants a lead revision performed. Attempts for additional information have been unsuccessful to date.